Manufacturer narrative:
The complaint sample ws returned for evaluation and the reported event was confirmed. A process review was completed and no discrepancies were found. The device shows evidence of dull cutting surfaces from end of life. Manual surgical insturments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. (B)(4)

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by (B)(4). Device manufacture date: 08/2007.

Event description:
It was reported during an unknown procedure the reamer was found to be dull, taking longer to remove bone. The procedure was completed successfully with another device. No adverse events reported as a result of the malfunction.